Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted on (B)(6) 2022. The patient had a fever on (B)(6) after being discharged, and visited the hospital on (B)(6). Redness and swelling were observed from the lower right abdomen to the perineum, and a computerized tomography (CT) showed an abscess that was thought to be an infection around the balloon. Therefore the balloon was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.